Manufacturer narrative:
(B)(4).

Event description:
It was reported that while preparing the new device for implant during device replacement procedure, device could not be connected to rf. Device was not used and was replaced. Procedure was completed without any further complications.

Manufacturer narrative:
No conclusion code available; the reported field event of an inability to interrogate the device using rf telemetry was confirmed in the laboratory. The device was tested on the bench and inductive telemetry was successful while rf telemetry was not. The device was later tested and was able to communicate using rf telemetry and the failure was lost during analysis. The device was tested using automated test equipment and no anomalies were found. The cause of the anomaly could not be determined.